Event description:
Per end user, there is no power to the joystick. The chair went off a ramp in the house (about a foot and a half) and bent the front riggings and one of the casters wouldn't move. The consumer doesn't think the batteries have ever been charged.